Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer with resetting the pump. The malfunction did not recur, and the customer was advised to monitor the pump and report any recurring issues.